Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented intractable pain with a preoperative diagnosis of degenerative disc disease with recurrent disc herniation on the right side and severe foraminal stenosis with mechanical back pain. The patient underwent a right l5-s translumbar interbody fusion with pathfinder pedicle screws; traxis; and bmp. Per the operative report ¿ ... The foramen exposing the ls nerve root was completely removed. The l5 nerve root was inflamed and swollen and this was the source of my judgment of many of the patient's symptoms. The dural sac however was widely decompressed. Then the disc was isolated. The subligamentous disc reherniation was identified, this was incised with a 15-blade and the disc was entered and curetted out and removing all of the disc decompressing the dural sac and the cord. The endplates were scraped in total and plate removal was carried out. The endplates were then rasped and prepared for grafting. The serial dilators were placed and we chose a 13-mm high teek traxis cage. This cage was then packed with a bmp sponge. After thorough irrigation and washing out of the disc, the vertically oriented cage was tapped into position was rotated anterior and the disc space. The residual void was packed with total of 4 bmp sponges with additional allograft and autograft completing the interbody fusion. The retractor was removed. Pedicle screw then was placed over l5 at 7.5 x 50- mrm length and then the pedicle at s1 was cannulated, drilled and tapped and a 7.5 x 45-mm screw was passed. A 40-mm low dose <(><<)>..>was passed at polyaxial heads. Compression was applied across both pedicle screws, locknuts were broken off, sleeves were removed and then residual bmp sponges with allograft and autograft were packed in the intertransverse area on the left side. Hemostasis was excellent. The wounds were irrigated and closed in layers. The on-q pain pump catheters were placed below the fascia on the left side and then above the fascia on the right side and brought a separate stab incisions.¿.¿ no patient complications were noted. On 04/04/2007 the patient was discharged from the hospital. On (B)(6) 2008 the patient presented right sided pain with the preoperative diagnosis of persistent radiculopathy l5 on the right due to spinal stenosis. The patient underwent surgery for pedicle screw removal in the right l5-s1 and a total facetectomy; decompression of the dural sac and l5 and s1 nerve roots with microdissection. Per the operative report ¿ ¿.. The pedicle screws were isolated, and scar tissue was removed exposing the pedicle screws with the bovie, and then the lock nuts were removed. The rod was removed, and each of the l5 and s1 pedicle screws were removed. With microdissection, the facet was isolated, and it was drilled away. We encountered the scar tissue over the dural sac, but the total facetectomy was performed drilling it away staying close to the bottom of the pedicle at l5 and to the top at s1. There appeared to be some ectopic bone formation adjacent to the pedicle at s1 in the axilla of the l5 nerve root. The l5 nerve root was identified and completely decompressed, flushed to the pedicle, and all the way through the facet. The root appeared to be tight, swollen, and chronically irritated, and this correlated with his findings. The hypertrophic bone formation was completely drilled away and the axilla further decompressing nerve on all 3 sides. The decompression was excellent. A foraminotomy was performed over the s1 nerve root as well. The canal was inspected. It was decompressed¿¿ no patient complications were noted. Patient requested return of the screws (two 5.2 screws and associated hardware). On (B)(6) 2008 lab results showed that the patient¿s glucose was high and hemocrit and calcium were low. A CT l-spine was conducted (to compare with a (B)(6) 2008 study) and showed the patient was status post remote anterior and posterior fusion at the l5-s1 level. ¿graft is present within the l5-s1 interspace. This is associated with a small amount of bridging ossification. Left posterior fusion is present with posterior rod transfixed by transpedicular screws within the l5 and s1 pedicles. Hardware has been removed on the right with evidence of prior right l5 and right s1 transpedicular screws. Since prior CT of (B)(6) 2008, patient has undergone decompression of the right l5 foramen. Postoperative changes are noted within the region of the right foramen and right posterior paraspinal soft tissues.¿ on (B)(6) 2008 lab results showed that the patient¿s hemoglobin and hemocrit were low and glucose levels were high. On (B)(6) 2008 the patient was discharged from the hospital.

Event description:
It was reported that on (B)(6) 2007 two fluoroscopic images were taken. Posterior fusion pedicle screws at l5-s1 with an artificial disk at that level. A lumbar spine CT was also performed which showed a stable post-operative appearance - anterior and posterior fusion at l5-s1. Mild retrolisthesis and mild disc bulge at the l3-l4 and l4-s1 disk spaces.

Manufacturer narrative:
On (B)(6) 2007 lumbar fluorsocopy ap and lateral view after l5 fusion. Interbody peek and 4 pedicle screws with rods are seen. Decompression has been accomplished. On (B)(6) 2007 lumbar CT axial cuts show construct at l5/s1. Screws are in good position and crescent spacer is seen in midline, inserted through the right side. No heterotopic bone is seen as yet. Anatomy on the right has been disrupted by the insertion track. The facet right l5 has been removed. On (B)(6) 2007 lumbar x-rays three views show construct as previously described. No interval changes are noted. Implants at l5/s1 remain intact. On (B)(6) 2007 lumbar x-rays three views show construct as previously described. No interval changes are noted. Implants at l5/s1 remain intact. On (B)(6) 2007 lumbar x-rays three views show construct as previously described. No interval changes are noted. Implants at l5/s1 remain intact. On (B)(6) 2008 lumbar myelogram implants remain at l5/s1. The dural sac appears open at the l5 level. There appears to be moderate central stenosis at l4 that is concentric due to facet capsule hypertrophy and annular bulging. On (B)(6) 2008 post myelogram CT implants remain at l5/s1. The dural sac appears open at the l5 level. There appears to be moderate central stenosis at l4 that is concentric due to facet capsule hypertrophy and annular bulging. On (B)(6) 2008 lumbar CT screws and rods have been removed from the right side. There appears to be some heterotopic bone now around the insertion track where the crescent was placed, but it does not appear to compress the transitioning nerve roots or cause central stenosis.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.